Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor (icm) had lost contact in the pocket which caused the icm to exhibit under-sensing. No intervention was performed. The patient was stable.